Event description:
Infection of right eye, possibly caused by acanthamoeba. Severe sensitivity to light, redness, burning and pain in right eye. Unable to engage in normal daily activities. Dose: lens case. Frequency: once a day. Dates of use: 2009. Diagnosis: lens solution. Event abated after use stopped: yes.